Manufacturer narrative:
Concomitant medical device: d334trg ICD implanted: (B)(6) 2011 .

Event description:
It was reported that the patient's right ventricular (rv) lead and left ventricular (lv) lead were fractured. The rv lead was capped and replaced and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.